Event description:
A dreamstation auto CPAP device was returned to the third party service center as part of the recall process with no initial complaint. There was no report of patient harm or injury. During the evaluation of the device, the service center visually inspected the device and found that the power port rusty and there were no foam particles present inside. This report is being submitted for the rust found during service. The device's event log was reviewed by the service center and found the error log showed e-4 error code was present. The device was scrapped. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP. The device was returned to a third-party service center. During visual inspection of the device, it was determined that no foam particles were found in the assembly, and also power port was rusty. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.